Event description:
Pt was undergoing a right and left heart catheterization. Right side had been completed when reportedly the pt went into v-fibrillation. Chest compressions and then shock were performed. Pt then went into v-fibrillation again. Pt was shocked again and then chest compressions were started. On the 4th or 5th compression, with the table top extended and waiting for add'l support under the head end, the table top (arimid fiber type) detached from the pt support and tipped forward falling approx 3 ft to the floor resulting in pt's head hitting the floor. Pt's neck hyper flexed. Coding continued on the pt. The pt was intubated and sent to the cardiac care unit. A portable c-spine was performed on pt and no problems were seen. The hosp staff reported there was no release of table top locking clamps and reportedly the staff did a visual check and "shake" of table top prior to use and at the time of pt on table. The pt expired the following day due to cardiac arrest and myocarial infarction (mi) per death certificate.